Event description:
It was reported that when the devices and reload were used during an unknown procedure, the staplers were malformed. Another device was used to complete the case. There was no consequence to the patient.